Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. The catheter was kinked in several sections. As received, the working channel sleeve did not protrude from the distal cap. However, working channel sleeve protrusion was noted when the large knob was articulated clockwise. A functional evaluation was performed. A guidewire was inserted into the spyscope while the working length was held and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The distal tip was aligned between the black markings on the path, with the shaft of the catheter oriented such that the working channel was on the inside of the radius in the path. The guidewire passed freely through the working channel. An ehl probe was also inserted into the spyscope ds; the probe passed freely through the working channel. Resistance was not felt with either accessory. The reported complaint incident of ¿difficult/unable to advance accessories¿ was not confirmed because no issues were identified with passing accessories through the working channel. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The catheter was cut open using the cutting fixture. After cutting the catheter open. The working channel sleeve was removed. Witness marks were noted on the pebax, as seen by the white area along bond a and the braid imprint throughout the pebax region. No obvious damage or irregularities that could cause or contribute to passability issues was observed in the pebax region under magnification. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the main pancreatic duct during an electrohydraulic lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, there was difficulty advancing the guidewire through the spyscope ds. Then, the autolith probe was inserted; however, they were not able to advance the autolith probe through the tip of the spyscope ds. The spyscope ds was removed once and the working channel was checked. The procedure was then continued and ehl was performed. After a while, the spyscope ds was then advanced to the distal part of the main pancreatic duct along the guidewire, the probe was then reinserted through the spyscope ds but passability was not good. They decided to stop the case and the procedure was not completed as the same device was unavailable. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.